Event description:
It was reported that during removal of skin staples with several female patients, following orthopedic interventions, the staples twist during removal because they are not strong enough. It creates difficulty during removal as the staple gets stuck into the skin during removal. There is pain for the patient. We use emla patch to ease pain of the patients.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35r 6/box lot# 73e2200309 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.